Event description:
It was reported that multiple malfunction alarms occurred. The customer reverted to a backup insulin pump. There was no reported adverse impact to the customer¿s blood glucose level.